Event description:
Couldn't keep suction prior to docking with laser. Manufacturer response for liquid optics interface, (brand not provided) (per site reporter): told to discard device; replacement product was sent.